Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message, and the user tried to clear the error by placing a new lifeband, however, the platform displayed (ua) 12 (lifeband not present) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.